Manufacturer narrative:
Data log received determined that the device was working according to specification and to patient settings. Dexcom technical support advised the patient about alarm sounding.

Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.